Event description:
A ventilator was returned to a third party service center for evaluation.

Manufacturer narrative:
The ventilator was returned to a third party service center for evaluation, and the customer's complaint was confirmed. The device's power supply was replaced to address the issue.